Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The patient visited the clinic for medical attention. The physician removed the sensor.

Event description:
Senseonics was made aware of an incident where a patient with an eversense sensor developed an infection at the insertion site. The patient experienced swelling and pain associated with the infection. The patient sought medical attention at the local hospital.